Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02187.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, the physician attempted to advance the podjs through a non-penumbra microcatheter. The podjs would not exit the microcatheter and were, therefore, removed. The procedure was completed using a non-penumbra liquid embolic agent. There was no report of an adverse effect to the patient.